Event description:
It was reported that a pump was constantly alarming for downstream occlusions. There was no pt involvement, the error was found during testing.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval is in progress. When the eval is completed a supplemental report will be submitted.